Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Event description:
Information received by medtronic indicated that the patient had a urinary tract infection post cryoablation procedure. The cryoablation procedure was performed (B)(6) 2013. On (B)(6) 2013, the patient came to the ER complaining of fever and chills. Chest x-ray was clear, troponins were elevated but consistent with patient¿s recent ablation, urinalysis revealed significant pyuria. The patient was hospitalized for 3 days and received intravebous vancomycin, ceftriaxone and aztreonam. Adverse event resolved (B)(6) 2013 and patient discharged from hospital.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were reviewed and show that at least 24 injections were performed with the catheter on (B)(6) 2013. The bin files do not show any issues or system notice messages for the date of the procedure. There was no indication of product malfunction. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.